Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was a laser probe returned on this investigation. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot number was performed. There were no relevant complaints found as part of this investigation. The laser probe was received for testing on this investigation. However, when the radio frequency identification (rfid) tag was read, the reported lot number was not associated with the lot number on the sample received. Therefore, the sample is unrelated to the customer¿s reported event. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery, an ophthalmic probe did not enter the trocar. The surgery completed on the same day without patient impact.